Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with counterfeit top case on the device, cracked right plunger case, contaminated speaker assembly and missing power supply shield inside and visible contamination. Event log history was performed and indicated that ?pump motor drive off post? Was found recorded in history. During analysis, the reported issue was able to be duplicated during power up process. It was noted that the pump motor off post was caused by depleted battery. Service will replace battery to correct the reported issue and performed power up and self-test process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. No adverse effects were reported.